Manufacturer narrative:
The correct expiration date is 01-apr-2021. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
On september 11, 2018 the customer reported additional information that a competitor's sheath was used to finish the procedure (new puncture without further delay); patient is stable and not injured.

Manufacturer narrative:
The device was used in treatment. The device history record was reviewed and shows that the correct guidewire was listed on the work order. Complaint review of lot # dp-08035 identified one additional report (1035166-2018-00086) for similar event with same event date. The two used devices were returned in a singular bag thus we do not know which wire, sheath, or dilator belong to this report or the additional report. Due to this, both devices will be evaluated together. One device was returned with the needle still on the guidewire and the other did not return the needle. The returned guidewire was visually checked and found to be nitinol guidewire instead of stainless steel. This guide wire is not compatible with the supplied needle. The customer returned 14 additional unopened device packages from the same lot number. The visual inspection of these returned packages confirmed that incorrect guidewire was packaged. The hospital also returned ten (10) unopened units from a different lot number. Evaluation of these returned units reveled that this lot contained the correct guidewire. Inspection procedure requires operators to verify that the appropriate size guidewire, with or without depth markings is packaged per the bill of material. The instructions for use informs the users: caution: advance or withdraw the guidewire slowly. If resistance is met, do not advance or withdraw the guidewire until the cause of resistance is determined. A corrective action was initiated to determine the root cause and to prevent the recurrence of this issue. The preliminary investigation to date indicates that this issue was related to procedure and operator error and was limited to only one lot which was shipped to single facility. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. On september 11, 2018 the customer reported a competitor's sheath was used to finish the procedure (new puncture without further delay); patient is stable and not injured. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in pogress ,follow up report will be submitted if we found any further additional information.

Event description:
It was reported that for a coronary angiography the hospital tried to use the adelante radial. After puncturing the artery the guidewire was inserted through the needle. During the insertion of the guidewire the physicians recognized that the coating of the guidewire riffled up and peeled off at some parts of the guidewire. The patients are stable and are not injured. No additional information is available and no other adverse event was reported.